Event description:
It was reported that prior to a treatment procedure, a shaft was broken. The target lesion details are unknown. While removing the 150mm x 20mm renegade hi flo catheter from the package, the proximal end of the renegade was fractured /separated. The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter shaft was broken 16.5 cm from the proximal with 14.0 cm of braid exposed. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however coating damage was evident distal to the break. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered user related as the user did not adequately flush carrier tube per dfu instructions. (B)(4).